Manufacturer narrative:
Journal article: bioresorbable polymer and durable polymer metallic stents in coronary artery disease: a meta-analysis year: 2021 ref: doi: 10.1080/14779072.2021.1915769. Date of event: date of publication. Death was reported as a clinical outcome of this study, however there is no information to suggest the device has caused or contributed to a death. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted titled - bioresorbable polymer and durable polymer metallic stents in coronary artery disease: a met a-analysis 25 prospective randomized controlled trials comparing pci among bioresorbable-polymer-stents (bps) and second-generation dps with 31,822 patients were included in the study. Resolute integrity and endeavor rx coronary drug eluting stents were among the dp stents used. Follow-up ranged between a minimum of 6 months to more than 5 years. Clinical outcomes included cardiac death, tvr, stent thrombosis, target vessel mi, and all-cause mi.